Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 102) was confirmed. Upon investigation the monitor failed a pulse test. The cause for the failure was isolated to an open r45 resistor. Additionally, corrosion was found on components v1003, c220, and r84 inside of the monitor. The root cause for the open r45 resistor could not be positively identified. The root cause for the corrosion was ingress of an unknown liquid. A patient safety alert was mailed to active patients on (B)(6) 2017 as a reminder to not expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was displaying a service code 102 (charge profile fault).